Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 22/apr/2019. The reason for reoperation is rupture and hematoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
The patient reported events of ¿had a hematoma in the right breast during the post-operative period and required a return to theatre to evacuate this hematoma¿, rupture, and two tiny breast cysts. Implants are "making {patient} sick," pain, and infection. The device remains implanted.